Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that the guide wire coating peeled off. A .014/190cm transend guidewire was advanced to cross the lesion. However, upon removal, it was noted that the hydrophilic coating of the guide has taken off and the device was soiled. No patient complications were reported.